Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak in hydropneumatic compartment of the unicel dxc 800 pro synchron clinical system which spilled out on to the laboratory floor. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) recommended the use of personal protective equipment before troubleshooting. The customer pulled the hydro drawer out and tried to find the leak and stated that the liquid looks cloudy like wash concentrate. A field service engineer went on-site (B)(4) 2011 and replaced the air dryer in the hydro which resolved the issue. (B)(4).